Manufacturer narrative:
Qn#(B)(4). A visual, dimensional nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR the product hemolok xl clips 6/cart 84/box lot# 73c1900100 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available later, this complaint will be updated accordingly.

Event description:
On (B)(6)2022, clip was found broken during using on the patient.